Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was duplicated and the analog board was replaced to remedy the report. The analog board will be sent to zoll medical for further evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The analog board was received at zoll medical corporation. The customer's report was verified and attributed to tin whiskers on the ECG bottom shield of the analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.